Event description:
The pt experienced lesions of the toes suggestive of thromboemboli. According to the info received, the pt was seen by a dr in 1/01 and was reported to have no symptoms of infection and blood cultures were negative. Pt's inr was 3.5 and pt had "tolerated upward titration of coumadin without hemorrhagic complications". Pt's inr was also noted to be "generally within therapeutic ranges" since implant. The mitral valve had "crisp sounds" and there were no apical systolic or diastolic murmurs present. There was a "soft grade 1/6 aortopulmonary outflow murmur" and a "soft systolic bruit in the right basilar carotid area and in the right supraclavicular fossa". The toe lesions were reported to have "greatly improved" compared to an exam in 1/2001.